Event description:
The reporter states that the surgeon implanted a 12.6mm vticmo12.6, -15.5/+5.0/131 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2022. On (B)(6) 2022 the lens was repositioned due to lens rotation but the problem was not resolved. On (B)(6) 2022 the lens was removed and replaced with a longer lens and the problem was resolved. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. Claim#: (B)(4).

Manufacturer narrative:
Additonal information: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional found the lens to be within specifications. Claim# (B)(4)